Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter was found broke next to the wing on a bd nexiva¿ closed IV catheter system when inserting into a patient. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: DHR review - all relevant samples and challenges were performed per specification and in accordance with the in-process sampling plan on this batch. Qn database review - not required for level MDR a investigation. Eura review - evaluation of the returned defective unit revealed kinked extension tubing at the port of the catheter adapter, which created a leak path. Based on the customer¿s verbatim description, the effect of the device failure was leakage that did not require medical intervention. Per (B)(4) rev 13(l) nexiva p-eura, this effect has a limited severity with ranking s2. Occurrence rate of this defect is remote (=10 imp) for this batch. With limited severity and remote occurrence, the risk to the end user is acceptable. The failure mode of kinked extension tubing was not identified in (B)(4) rev 13(l). The end user effects of this failure mode are shared with the failure mode of detached extension tubing, which is already addressed in the document. Eco (B)(4) was opened to update the document accordingly. Sample analysis - examination of the returned device revealed kinked extension tubing at the catheter adapter port. This is consistent with the customer's verbatim description of the device being broken next to the wing. The customer's experience was confirmed. Investigation conclusion: this defect occurs during the manufacturing process on zone 8 at the adhesive dispense station if the catheter adapter is misaligned during the insertion of the extension tube. Current process controls include routine leak testing after zone 9 as well as a 100% online flow tester in zone 8. Protocol 18224 was implemented in december 2017 to add an additional inspection in the 100% tubing seat depth vision system program to detect tubing that has not been inserted correctly into the catheter adapter. Batch 7286659 reported in this incident was produced during october 2017.